Manufacturer narrative:
The main component of the system and other applicable components are: product :39565-30, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported that five days after the implantable neurostimulator (ins) was put in the lead moved up against a nerve sending a hot poker feeling into their shoulder, back, and up their head. During that time they were in excruciating pain for two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.